Event description:
It was reported that prior to a right iliac angioplasty procedure, damage to the device was noted. Upon preparation of the 6fr x 11cm super sheath, it was noted that the "sheath edge was jagged". The device was not used during the procedure. Another of the same device was used to complete the procedure.